Manufacturer narrative:
Investigation summary tachycardia : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot : 1970107 device history batch sub-component lot : n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced intermittent runs of ventricular tachycardia. The device was repositioned under flouroscope, and it was reporting that the pigtail bent and readvanced after pulling back. The physician pulled back as much as possible and locked down the impella catheter. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.